Event description:
The user facility reported that a 32-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a pump stop when the rn raised the bed and the white cable got caught in the bed rail, also pulling out the red handle. The device immediately stopped and, as a result, it was explanted at bedside. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported pump stop was completed. The pump and data logs were returned for evaluation. Analysis of the data logs confirmed the sudden pump stop. Visual inspection of the pump revealed that the catheter was cut at the 44 cm mark and the catheter was confirmed to have been pulled out of the red handle with all the motor cables fractured. The root cause of the reported event was use-related excessive force. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.